Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic esophageal stent placement for treatment in 2005. The pt was hospitalized for unk reason in 2005. In 2005, the cover of the stent was noted to be turn at the esophageal lesion. Nine weeks later, the clinician utilized another covered stent to cover the area of the lesion where the initial stent was missing the cover. The pt expired in 2005. No further info is available at this time. It is unk if the pt's death was attributed to the issue with missing portion of the cover of the stent or due to the pt's underlying disease process.